Manufacturer narrative:
Corrected information was provided in d.10 which was not added in the initial MDR submitted. The product was not returned. A photo was provided of the lens on the outside of the cartridge, near the loading area. The lens was damaged and viscoelastic was observed. The use of a non-qualified cartridge was indicated. The customer indicated the use of an unspecified injector and an unspecified viscoelastic. It is unknown if qualified products were used. The alleged, 26.0 diopter lens is only qualified for use in the other company cartridges. The alleged lens model is only qualified for the used cartridge for the diopter range of 6.0 to 25.0. Based on our observation of the attached photo, the lens is damaged. The root cause may be related to a failure to follow the dfu. The customer indicated the use of a non-qualified lens/cartridge combination. The use of non-qualified combinations may lead to delivery issues and/or damage to the lens or the cartridge. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens (iol) implantation, lens came out from the injector broken. There was no patient injury. Additional information was requested.